Manufacturer narrative:
The insulin pump was received with constant a48 error alarm after battery changed due to software error. No blank display noted. Unable to verify motor error alarm due to a48 alarm however, the motor passed motor test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and force sensor calibration values corrupted alarm on the insulin pump. Customer's blood glucose reading was 293 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error alarm and then the insulin pump started doing a countdown and they received the force sensor calibration values corrupted alarm. Customer was unable to complete the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.